Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One uni-directional, curve f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported display issue and subsequent delay remains unknown.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model a-tcse-f) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a supraventricular tachycardia procedure, the catheter potential did not display which caused a delay in procedure. All the connections were checked, the pressure module was restarted and replaced, and the ampere was replaced, but the issue persisted. Another catheter of the same type was used to complete the procedure with no consequences to the patient.